Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "lymphoma-alcl" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "breast implant- associated anaplastic large cell lymphoma".

Event description:
Healthcare professional reported left side "breast implant- associated anaplastic large cell lymphoma". The device remains implanted. Histopathological markers were not reported.

Manufacturer narrative:
Previous medwatch submission noted lymphoma - alcl - suspected. Upon review of received correspondence, "this patient does not have alcl. [They] had the implants exchanged due to being the textured implants that were recalled".

Event description:
Healthcare professional additionally reported that "this patient does not have alcl. [They] had the implants exchanged due to being the textured implants that were recalled". The device has been explanted and replaced.